Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to t-wave oversensing. Programming changes were discussed, no changes or interventions were reported. The patient condition was not known.